Event description:
It was reported when using the pyxis medstation es system an error has arisen indicating that it is "unable to access a disposed object." The customer reported that the station was indicated that there was duplicate address issue, which resulted in a delay in the administration of medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue originated from faulty tower light bulbs. The field service engineer conducted the replacement of the tower light bulbs, and all were tested successfully. The system functioned as intended after the field service engineer troubleshooted the device.